Event description:
It was originally reported that the patient had a new implantable neurostimulator (ins) implanted in (B)(6) 2013 and when he stretched ¿a little bit¿, he could feel the wire ¿bulging¿ in his back. It was noted that the patient was concerned that the health care provider did not allow a strain relief loop when implanting the lead, which happened in the past. It was reported that the ins was for his ankle and the lead was placed in his mid-back the patient later reported on (B)(6) 2014 that 2-3 months post spinal cord stimulation (scs) surgery (surgery was on (B)(6) 2013) when he would bend, he could feel severe pulling of the lead/extension. The patient thought the leads were placed at c4 to c7 down to his mid back. The patient had to have neck surgery to repair the dislodged lead. The patient met a company representative at the clinic and the scs was reprogrammed but then issues were experienced where the ins was coming on all by itself (this occurred 2 months post scs surgery). The settings were very high and the patient was being jolted. The patient had to turn down the settings with the patient programmer (pp). This occurred a few times following surgery. The patient also experienced pulling and pinching sensation which began 8 months ago which was 4-5 months post scs surgery. The patient was told this could happen and after a few months it should go away but it did not. The patient saw his doctor and company representative in (B)(6) 2014 and x-rays and tests were done. They looked at the cd of the x-ray and tests and determined everything worked fine, that maybe it was a pinched nerve causing the issues. Lead 2 for the left foot/ankle was turned off and lead 1 for the left wrist was left on. The patient stopped using the machine in (B)(6) 2014 but did not want it to go into an overdischarge so he has been keeping it charged. Yesterday it was ½ charged. The patient has had to charge his system 15 times since last year and thought that was excessive. The patient wanted lead 2 turned back on and he had a doctor appointment for (B)(6) 2014 but 2 days prior to that appointment, he was notified by the clinic that the doctor was on leave for 3 months, possibly extending beyond the 3 months. The patient was directed to another pain doctor but he wanted to see a neurologist. Currently the patient is not under a doctor¿s care. Additional information has already been requested.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).